Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4). Implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received regarding a consumer receiving dilaudid [unknown concentration] at a rate of 4 mcg/day via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient is having a CT scan of their thoracic and lumbar to check for a granuloma. They are losing feelings in their legs and has been going on for about 3 weeks. The patient stated they were at a higher dose but the doctor brought him down and got him off a lot of medication. There were no further complications reported/anticipated.